Event description:
It was reported that resistance was encountered as the iab was passed through the sheath. Due to this problem, the iab was removed and another was inserted with no difficulty. There were no pt complications.